Manufacturer narrative:
(B)(4). The device was returned to baxter for eval. Keypad malfunctions were obvious during the product eval. The following keys are inoperable: (.) Key, #5, #6, #7, #8 and the #9 key. This is caused by a failed keypad due to an external influence. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the (.) Key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 1 (.) Will be displayed, alphabetically: when the "abc" key is pressed, the a will be displayed along with a second audio response w/o interfering with mdl drug searching opportunities). The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
The customer reported that pump serial number (B)(4) has an "inoperable keypad." There was no pt injury reported. No further info was available.